Event description:
It was reported that the patient's right ventricular (rv) lead fractured. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary # the partial lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products 4193 implantable pacing lead 2005-(B)(6); 5076 implantable pacing lead 2002-(B)(6); c4tr01 implantable pulse generator (ipg) 2011-(B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.